Manufacturer narrative:
The field service engineer (fse) evaluated the unit and could not duplicate the customer reported problem. Based on the error codes that were found the diagnostic log. The field service engineer (fse) replaced the cpu board and the power management board to address the error codes found in the log.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified.

Manufacturer narrative:
Patient information , event date and alarm information were requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while in use on patient with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.